Event description:
Clinical study it was reported that during a coronary stenting treatment procedure balloon withdrawal resistance was observed. The lesion being treated in the index procedure was a 2.75mm, 70% stenosed, 9mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with predilation using a non bsc 2.16x15mm balloon, and successful placement of a 2.50x12mm taxus liberte' study stent. Balloon withdrawal resistance was observed. The balloon was removed by retracting the guide from the left ostium. The physician also placed a 3.00x20mm taxus liberte' study stent in the proximal left anterior descending artery. There were no further complications and the patient's condition was "excellent". The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.